Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the left direction did not meet the standard value due to damage on the bending tube. Upon further inspection, it was observed that there was whitish foreign material inside of the jet tube due to insufficient cleaning or handling of the scope. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was also observed that the objective lens had a chip. It was observed that the universal cord and the connecting tube had wrinkles. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: flexibility adjustment ring, plug unit and on the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had limited mobility and the inversion no longer works. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the jet tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.